Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that back up insulin pump would be used until receipt of replacement insulin pump. Customer reported that back up insulin pump received a motor error alarm when attempting to set up. Customer was using insulin pump despite history of button error alarm and keypad anomaly. Customer states that motor error was cleared.